Event description:
It was reported that the customer was experiencing high blood glucose levels (396 mg/dl). Customer changed out his cartridge and placement site, and took a corrective bolus.

Manufacturer narrative:
No product returning for evaluation. Should new information becomes available, a supplemental form will be submitted.